Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, the end of the extraction screw was bent and was not able to extracted the stem from the patient. However, no clinically relevant supporting documentation was provided for review. Based on the limited information provided, it is unknown how the procedure was completed if there was a delay or cancellation of the procedure. Since the current health status is unknown, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a trauma revision surgery, the end of the extraction screw was bent and was not able to extract the stem from the patient. Is it unknown how the procedure was finished, if it was delayed or cancelled, and the current health status of the patient.